Event description:
It was reported that during a procedure using a lumenis ultrapulse encore laser a "spark" was noted near the patient's nasal cannula. It was further reported that the "anesthesiologist promptly removed o2 source and a small flame was extinguished by the other mds present." The initial reporter also noted that "patient's airway was assessed with no complications noted by anesthesiologist." The physician follow-up noted that no complications were sustained.

Manufacturer narrative:
No device malfunction was reported; therefore no examination of the subject device occurred. Subject device malfunction is not the suspected root cause of the event reported. Lumenis investigated the reported event contacting the user facility to obtain patient treatment settings and patient photographs. The patient treatment settings were provided. A lumenis medical doctor, a specialist in dermatologic procedures, evaluated the provided treatment settings concluding the settings were appropriate based on common medical practice, device training, and device labeling. Furthermore, the md noted that it is not appropriate to use a nasal cannula with o2 in any laser procedure. The use of o2 by nasal cannula is a breach of standard patient care. A review of device labeling found that the subject device operator manual states "never use oxygen as a purge gas. When used with lasers, combustible gases, such as oxygen, increase the potential fire hazard, and may cause patient injury". "Use of the laser in the presence of oxygen increases potential fire hazard. When performing a laser procedure, the surgeon and anesthesiologist should carefully consider airway management. Oxygen concentrations should be as low as clinically permissible during airway laser procedures. Anesthetic gases should be least supportive of combustion." No device malfunction was reported.